Manufacturer narrative:
(B)(4). G2: australia. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the surgeon struggled to get the bearing seated onto the tibial tray. After many attempts he tried a different bearing and it fitted without a problem. No patient harm or impact reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, d9, g3, g6, h2, h3, h6, h11. The following sections were corrected: h4. Visual evaluation of the returned implant identified signs of attempted insertion (damaged, gouged, scratched) around the inserter/extractor slot, distal and articular surfaces and outer profile rail. There was also visible flaring on all dovetail features. Dimensional analysis confirmed the product was conforming to print specifications where measured. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.